Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Patient had initial surgery in (B)(6) 2013. Post surgery was having problems with big toe. Had second surgery in (B)(6) 2013 and the doctor found a broken plate. A stryker achorage plate and 3.10 locking and non locking screws were used.